Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer's blood glucose value was 385 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer reported that the after changing the battery received another alarm. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.